Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f 110 cm 6 side holes (sh) super torque marker band (mb) pigtail catheter teared apart while the physician pulled it back out of the patient. There was no reported patient injury. The issue was noticed after measurement. The vessel/lesion characteristics are unknown. No anomalies were noted when the product was removed from the package. The product was stored and handled according to the instructions for use (IFU) and was inspected and prepped according to the IFU. No difficulty was experienced in prepping the device. It is unknown if the device was inserted through a stopcock instead of a hemostatic valve. Slight resistance/friction was experienced during the procedure, but no resistance was met while advancing the device. No unusual force or excessive torquing was required. The procedure was completed by pulling the other part of the broken catheter out of the patient and proceeding normally. The patient did not require extended hospitalization because of this event. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the 5f 110 cm 6 side holes (sh) super torque marker band (mb) pigtail catheter tared apart while the physician pulled it back out of the patient. There was no reported patient injury. The issue was noticed after measurement. The vessel/lesion characteristics are unknown. No anomalies were noted when the product was removed from the package. The product was stored and handled according to the instructions for use (IFU) and was inspected and prepped according to the IFU. No difficulty was experienced in prepping the device. It is unknown if the device was inserted through a stopcock instead of a hemostatic valve. Slight resistance/friction was experienced during the procedure, but no resistance was met while advancing the device. No unusual force or excessive torquing was required. The procedure was completed by pulling the other part of the broken catheter out of the patient and proceeding normally. The patient did not require extended hospitalization because of this event. Additional event details were requested; however, not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18340484 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿catheter (body/shaft) separated and catheter (body/shaft) resistance/friction¿ could not be evaluated because the device was not returned. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and without the return of the device or procedural films, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the resistance/friction reported may have led to excess force, manipulation, and/or torquing of the catheter. This in turn may have caused tensile force to the catheter material that led to the torn condition reported. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. According to the instructions for use (IFU), which is not intended as a mitigation, the catheter should be stored in a cool, dark, dry place. To prevent damage to the catheter during removal from the package, grasp the hub (as was done in this case) and withdraw the catheter. To prevent damage to the catheter, straighten the tip only with a diagnostic guidewire or tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the sheath. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.